Event description:
Some of it was torn and left in her body... Residue when I took it out - vagina [foreign body in reproductive tract]. Some of it was torn - tampon [device breakage]. She pulled the product out, some of it was torn and left in her body [complication of device removal]. Case narrative: consumer reported via phone that the tampon was torn and left in her body. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.